Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event is an approximation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient wanted to find out if their in-home pest control, which plugged into wall outlets, would interfere with their implantable neurostimulator (ins). They were asking because they had started to feel differently; they weren't feeling stimulation and could not hold their bladder like they could before. It was noted that the pest control device used ultrasonic waves. The patient was worried that it would be bad if they adjusted the stimulation, however, they stated that they would adjust it to a comfortable level where they were feeling stimulation again and consult with a healthcare professional (hcp). This was noted to be a sudden change in therapy and symptoms, starting at the end of (B)(6) 2017. There were no further complications reported or anticipated.